Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part: 03.010.518; lot: 8426990; manufacturing site: (B)(4); release to warehouse date: 31.may.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of the instrument set it was noticed that the stardrive screwdriver tip was very twisted. There was no patient involvement. This report is for one (1) stardrive screwdriver. This is report 1 of 1 for (B)(4).